Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven years post implant of this pulmonary bioprosthetic valve, a transcatheter valve was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this bioprosthetic valved conduit was replaced due to severe stenosis and a mean gradient measurement of 27mmhg with a peak gradient of 43mmhg. No additional adverse patient effects were reported.  Patient and device codes updated. If information is provided in the future, a supplemental report will be issued.